Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 81 years old patient with a 27mm edwards perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of five (5) years and nine (9) months due to calcification leading to stenosis and reduction of mobility. The patient presented with shortness of breath during exertion. A 29mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted as to be hospitalized in stable condition after the procedure. The implant duration is known only as "6 years". Therefore, (B)(6) 2016 is being used as the implant date.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to g3. Updated h6 (investigation findings and investigation conclusions). The device history review could not be performed as the device serial number remained unknown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valvess hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.